Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer stated that the suction felt somewhat improved, but stated that the low suction issue was intermittent. Customer service replaced the breast pump. A medela clinician attempted follow up with the customer but was unsuccessful at making contact. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the her pump in style breast pump had low suction. Prior to calling medela customer service, she troubleshot the issue with a lactation consultant, but was not able to resolve the issue. Approximately ten days previously ((B)(6) 2017), the customer developed mastitis and was prescribed an antibiotic, at which point she began using hospital-grade symphony breast pump. She finished her antibiotic on (B)(6) 2017.